Event description:
It was reported that the right ventricular lead had triggered a lead warning for low impedance paces and a polarity switch had occurred. The chronic lead trend showed stable impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 1994. (B)(4).